Event description:
It was reported that the pump had a date/time issue and failed the downstream occlusion calibration. Patient involvement is unknown.

Manufacturer narrative:
B3: day of event is unknown. Device evaluation: one device was received. A visual inspection found no physical damage. A review of the event history log found a high alarm displayed: cassette not attached. During the functional testing, the downstream occlusion test failed. The customer reported issue was confirmed. The cause of the issue was found to be the downstream occlusion sensor. The downstream occlusion sensor was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.